Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 62 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The patient additionally was known to have suffered an arrest and had CPR. Underlying medical history was not shared. The pump was supporting in the ICU and on day 2 of the support the team was rolling the patient in the bed to clear a bowel movement and the groin site began to bleed. The team held manual pressure, placed a femstop, and gave 2 units of blood. On day 3 of the support the decision was made to withdraw care and the patient expired. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was on anticoagulation and antiplatelets. The patient was on heparin, plavix, and aspirin. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4 (serial); e1; e3. The cause of the bleed asae was most likely use issue related due to patient movement since patient was turned multiple times with last time turning, noted rfa impella site profusely bleeding.